Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Hc-pm complaint processing received no sample and no picture. Because we received no batch information from the customer, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.

Event description:
According to the event description: during performance of spinal anaesthesia with a bbraun pencan 27g 103 mm needle there is difficulty in processing the needle through the patient's tissue. During retraction by retry sensation of jerking without frank opposition to the retraction of the needle from its introducer when the needle is removed approximately 3 cm distal to the needle including the tip is missing.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4: lot number, expiration date. H4: device manufacturer date. Correction: d9: device available for evaluation. H6: codes updated. Investigation results: visual inspection: the complaint samples (two pencan 27gx4 w. Intro.-EU/ap) were returned. One was opened and the cannula was found to be damaged. The other one was unused. The bulk needle cannula broke approximately 60.0 mm from the base of the hub. No bends were found in the mandrin. The shape of the broken portion was confirmed to be flattened and thinned, and closely resembled the shape of a sample that had been intentionally broken by bending. The fracture surface of the complaint sample is very similar to that of the sample broken in the experiment, so it is believed that the cannula broke due to being repeatedly bent and subjected to load. Bending of the cannula does not occur during the manufacturing process of bulk needles or during the transportation of the products. Functional test: result: no abnormality: bending stiffness test for retention samples/bending stiffness test was conducted on the retention sample of cannula pipe in accordance with the testing and measuring method no: im-2011. The test results was within the specification. History review: result: no abnormality: there were no records in the manufacturing records of defects such as scratches, bends, or breaks in the canula. Decision and justification: this complaint is considered as not confirmed. As a result of the investigation, it was found that no bending occurs during the bulk needle manufacturing process and there were no abnormalities in the manufacturing records of the bulk needles, so it is believed that the cannula broke after being bent multiple times during medical procedure, leading to its breakage. The results of the stiffness test on the retention sample were within the specification, confirming that there was no problem with the strength of the canula.